Event description:
A beckman coulter inc. Representative indicated that a customer had provided information to them indicating that erroneous cardiac troponin (accutni) results had been generated from a unicel dxc 600i synchron access clinical system for multiple patient samples over two days. This report represents the generation of an erroneous cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, generated for one patient sample from a unicel dxc 600i synchron access clinical system on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that the sample was retested on another instrument as well as using an alternate methodology. In both instances lower, "normal" results were generated. The erroneous accutni result was reported outside of the laboratory and it is unknown as to whether there was any impact to the patient, or modification to their treatment, based upon the erroneous result. No specific patient information, system performance information or sample collection/handling information was provided by the customer. Additional patient data was provided by the customer however the results were not regarded as erroneous or imprecise. Additionally correlation study data was provided however it was unknown as to whether the data involved actual patient sample results.

Manufacturer narrative:
Service was not dispatched to the site for this event the root cause of this event is unknown associated mdrs: 2122870-2012-00874 and 2122870-2012-00875.